Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion. Audible tones were noted from this ICD, and the device was confirmed to be in elective replacement indicator (eri). This ICD was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned crt-d was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion. Audible tones were noted from this crt-d, and the device was confirmed to be in elective replacement indicator (eri). This crt-d was subsequently replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.